Event description:
Reportedly, as the pt was walking across the soccer field, the lower half of the crutch gave out. The crutch was said to splinter at the hand grip, under the underarm and at the push button rivet. The pt required no medical attention.